Event description:
Same case as: 2134265-2009-02922. It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous first diagonal. The physician attempted to dilate the lesion using the apex monorail 12mm x 2.00mm balloon catheter, however, after the balloon was inflated once to 4 atms, the apex ruptured. The physician removed the apex and inflated another manufacturer's balloon two times to 6 atms to successfully complete the procedure. Prior to this procedure, the physician successfully completed a pta and stent placement in the proximal to mid left anterior descending artery for this patient. No patient complications were noted and the patient's status was reported as "good".